Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Concomitant medical products: part: 110024465, g7 dual mobility liner 46mm g, lot: 143090. Part: 6276-7-020, stryker restoration stem, lot: caxv91ac. Part: 6276-1-325, stryker restoration cone body, lot: 66410402. Pat: 6260-9-328, stryker lfit v40 femoral head, lot: 68418602. Part: 010000666, g7 pps ltd acet shell 58g, lot: 6320695. Foreign source: (B)(6). Reported event was confirmed by review of medical records. Revision notes noted that the patient was revised due to dislocation which occured while turning in bed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. This event was previously reported under MFR: 0001822565-2019-02464. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: liner: 0001825034-2019-02566.

Event description:
It was reported that a patient was revised and subsequently was revised again approximately 2 weeks later due to dislocation. The stem, liner and head were revised during this surgery. Attempts have been made and no further information has been provided.